Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was seen by paramedics and was diagnosed with blood glucose (bg) values that dropped to 30 mg/dl. The patient was not responsive. For treatment, the patient was given glucose. The pod was worn longer than 48 hours on the hip/buttocks.